Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, when the balloon was inflated at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. The device was returned with a non-bsc balloon protector and shipping mandrel in place within the device. They were removed without issue or resistance. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. Product analysis could not confirm the reported burst, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated. There were no damages or irregularities present to the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, when the balloon was inflated at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.